Event description:
It has been reported that this patient experienced a syncopal episode, fainting, and loss of consciousness following elevated rv thresholds. It was noted that this right ventricular (rv) lead was placed in the left bundle branch. A revision procedure was performed and the rv lead was surgically abandoned and replaced. No other patient adverse events were reported.